Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) but has not returned to omsc. The evaluation is in progress currently at sorc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that that the image of the subject device was not displayed with the noise or disappeared when the subject device was angulated. The subject device had been returned from the user because it had the noise in the image when the subject device was angulated. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.